Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-23288. It was reported the patient's leads had migrated. Subsequently, the patient underwent surgical intervention where his 2 percutaneous leads were replaced with a paddle lead. The patient is doing well and reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.